Manufacturer narrative:
Due to facility configuration changes that were implemented in conjunction with a recent update, the staff were not manually enabling alarms upon initiation of monitoring which lead to the assumption that alarms had been spontaneously disabled. To address the root cause of this complaint, changes to the default alarm settings were recommended and adopted by the customer. Additional instruction was given to the staff.this report is complete and this issue is considered closed.

Manufacturer narrative:
Onsite testing by a spacelabs field service engineer (fse) was declined by the customer since the equipment was still in use. Spacelabs has launched an investigation into this issue and will file a supplemental report when the investigation is complete. Placeholder.

Event description:
Spacelabs received a report that on (B)(6) 2015 the clinician noticed the patient¿s monitor alarms had reset to the ¿off¿ position without recorded intervention by a clinician. The bedside monitor in use was model 91387-28 with command module model 91496. No one was injured as a result of this event.